Event description:
It was reported to the MFR by the facility (B)(6), per the facility the employees were transferring the resident from the bed to the wheelchair and the sling came unhooked from the cradle on one side. The resident fell out of the sling and fractured her femur on the left leg. The resident was x-rayed and transferred to a larger hospital for surgery. The sling that was being used was manufactured by (B)(4). Complaint (B)(4) have been entered into our system to retrieve the cradle for investigation. As of this writing, the cradle has not been received at joerns.

Manufacturer narrative:
Joerns sending the report to the MFR.